Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. It was noted that the back-up capacitor was the cause of the reported issue. Service will replace the back-up capacitor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited lec 1720. No patient involvement reported.